Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of having battery longevity issues. Customer reported that batteries were only lasting two days. During troubleshooting, it was found that customer does not use sensor feature, pump is not in vibrate mode, remote feature is off, customer does not use rechargeable batteries, batteries were not previously used, customer does not perform excessive button pressing, customer does not do daily set rewind, and customer uses duracell batteries. After troubleshooting, customer was advised that battery cap would be replaced. Customer's blood glucose was 458 mg/dl and was treated with insulin pump.